Manufacturer narrative:
The device was not returned for evaluation. Work order (B)(4) was reviewed and appears complete and correct. The device IFU states: "to activate the hydrophilic coating on the outside of the flexor introducer sheath, the surface must be wiped with 4x4 gauze pads soaked in saline solution. Always keep the sheath hydrated for optimal performance." 100% of sheath assemblies are qc inspected for any surface non-conformities. Based on the information provided, a definitive root cause could not be determined.

Event description:
The following information was discovered during a literature search where the article described the event (but did not list a manufacturer or device information) as: the patient developed acute paralysis 3.5 hours post procedure. Multiple thrombi were identified in the territory of the graft (the aorta, left renal, bilateral common external iliac arteries and bilateral superficial femoral and profunda femoral arteries) at the time of exploratory laparotomy. This was treated with thrombectomies, patch angioplasties and angiojet of the graft. Histologic processing of the extracted aortic thrombi showed identical polymers to those seen in the gastrointestinal resection specimen. One day after the aortic repair the patient developed melena, ultimately requiring proctectomy due to the intraoperative impression of ischemia. Three days after the aortic repair the patient died of cardiac arrhythmia in the setting of renal and respiratory failure. A specific date of death has not been supplied. (An earlier description of the event described the time between the event and the patient death as longer in duration.) On 5th april 2019 the manufacturer received a response to their enquiries which detailed the device codes and lot numbers.

Event description:
The following information was discovered during a literature search where the article described the event (but did not list a manufacturer or device information) as the patient developed acute paralysis 3.5 hours post procedure. Multiple thrombi were identified in the territory of the graft (the aorta, left renal, bilateral common external iliac arteries and bilateral superficial femoral and profunda femoral arteries) at the time of exploratory laparotomy. This was treated with thrombectomies, patch angioplasties and angiojet of the graft. Histologic processing of the extracted aortic thrombi showed identical polymers to those seen in the gastrointestinal resection specimen. One day after the aortic repair the patient developed melena, ultimately requiring proctectomy due to the intraoperative impression of ischemia. Three days after the aortic repair the patient died of cardiac arrhythmia in the setting of renal and respiratory failure. A specific date of death has not been supplied. (An earlier description of the event described the time between the event and the patient death as longer in duration). On 5th april 2019, the manufacturer received a response to their enquiries which detailed the device codes and lot numbers.